Manufacturer narrative:
Product return device was evaluated . The returned tb-0535fc (lot#87k 10) was evaluated for ¿unknown¿ issue. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and the device passed the probe check with no error noted. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found separated with signs of charred marks at the distal tip jaw with metal exposed. Additionally, the exposed metal on the jaw cause a short circuit error when the jaw was fully closed due to the metal to metal contact and the seal or seal & cut button was activated. The distal end of the device was inspected under a microscope and found charred marks to the probe unit. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation, and similar reported events, the cause for the damage teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Event description:
Olympus received a product return thunderbeat tb-0535fcs originated from (B)(4). The event is unknown and cannot conclusively determined the originating customer. The RMA noted no product issue noted on the RMA slip. Market quality product return investigation results determined a damaged teflon pad (separated) with charred marks to the probe unit.